Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a procedure to treat a mildly calcified, mildly tortuous, and 80% stenosed left anterior descending artery. A versaturn guide wire was inserted and advanced to the target lesion. When removing the guide wire from the vessel, the tip of the guide wire broke off and fell into the blood vessel. The broken portion remained free floating in the anatomy. No treatment was performed. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed, production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the mildly calcified, mildly tortuous and 80% stenosed anatomy and/or other devices resulted in the noted separated and stretched coils and ultimately resulted in the reported/noted tip material separation. The noted bends on the gw core likely occurred due to handling or during packing for return analysis. As reported, the broken portion remained in the anatomy and no treatment was performed. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.